Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error detected, low battery alert, power loss alarm, was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Pump received with pump error 68, pump error and pump error after battery insertion. Unit passed the rewind, prime, seating test, basic occlusion test and force sensor test. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Insulin pump received with cracked retainer and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that insulin pump was not working and received multiple error alarms. The customer was able to clear the alarms and was able to rewind the insulin pump. Test was performed and insulin pump passed all the test including self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error 25, low battery alert, power loss alarm, was triggered when the backup battery loaded voltage was less than 3.5 volt for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal battery connector on electrical board 1, the insulin pump was monitored and functioned properly. Pump received with pump error 68, pump error 49 and pump error 23 after battery insertion. Device passed the rewind, prime/seating test, basic occlusion test and force sensor test. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Device received with cracked retainer and pillowing keypad overlay. P cap locked into place properly. (B)(4).